Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in-clinic after receiving a vibratory alert, episodes of non-sustained rv oversensing due to wide qrs oversensing were observed. It was noted that the episodes were also observed through remote transmission. Review of records revealed that the episodes occurred during a capacitor maintenance. No action was performed. The device remains implanted. The patient will be monitored with routine follow-ups.